Manufacturer narrative:
To date the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that on (B)(6) 2014, the mayfield skull clamp has a problem of loose fixation. The product was in contact with the patient. There was no patient injury or death alleged. There was no increase in surgery time. Additional information has been requested.